Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the device was not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1422403) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00982 for the first device.

Event description:
The aci sales professional reported the following information: balloon lost pressure during pull back before it reached the tip of the sheath, on two mynxgrip (6f/7f) vascular closure devices. A third mynxgrip (6f/7f) vascular closure device was used. Manual compression was applied for 2 minutes after successful mynx deployment. The patient was not hospitalized. Stick location: right common femoral artery. Vessel size: 7mm. Procedure type: intervention peripheral.